Event description:
Customer reported unexpected negative reactions using capture-r ready screen (crrs) on the galileo. The galileo did not detect an anti-jka in a sample from a patient with a historical anti-jka.

Manufacturer narrative:
The reactivity of the jka antigen was confirmed on retention crrs, lot k175. The customer did not return product or sample for investigation. It is not possible to rule out the sampel as a cause of the event.